Event description:
During the index procedure one endeavor resolute rapid exchange (rx) drug-eluting stent was implanted in the lmca and one endeavor sprint rapid exchange (rx) drug-eluting stent was implanted in the proximal lad. It was reported that one day post the index procedure the patient suffered an mi. Event was identified by the clinical events committee and deemed to be consistent with an mi.

Manufacturer narrative:
(B)(4): evaluation, results: inherent risk of procedure (mi).